Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope had no air/water flow. The issue was found during reprocessing. The device was returned and during the device evaluation the following reportable malfunction was found: white residual material in the air/water (a/w) channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and was found to have been caused by the reportable malfunction, white residual material in the a/w channel. Additionally, the evaluation found the following non-reportable malfunction(s): distal end plastic cover had deep dents and scratches; bending section cover glue had a crack; adhesives on objective lens and light guide lens was worn; objective lens had scratches; switch 1 had a cut; air water supply failed capacity troubleshooting; there was white residual on the air/water channel insertion tube side; insertion tube and light guide tube had minor scratches; light guide prong/mount was loose; angle wires were stretched; all labels were illegible. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.